Event description:
Subsequent to the previously filed report, the following information was received: the returned suture was cut approximately 7.8cm from the posterior needle tip. Follow up confirmed that the device was removed from the patient with the plunger fully depressed. There was resistance during device removal, and the suture was cut to release the device from the patient. No additional information was provided.

Manufacturer narrative:
An analysis was performed on the returned device. The retraction problem was not confirmed. The difficult to open or close could not be confirmed due to the condition of the device. The entrapment is related to the procedure and cannot be replicated in a lab environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It was reported that the lever was closed with the plunger partially depressed in the handle. It should be noted that the electronic perclose prostyle instructions for use (eifu), states, step 3: pull back plunger to deploy suture. Using the right thumb or forefinger as a fulcrum on the handle, pull out the plunger assembly from the body (in the arrow direction marked 3) and completely remove the plunger and needles from the body. Step 4: lower lever to close foot¿ the IFU violation contributed to the reported difficulties, however the account is aware of the issue; therefore, notification is not required. Based on the reported information and the observations from the returned analysis, the investigation could not determine the cause of the reported difficulty. However, user error is a possible cause. In this case, it is possible the foot was attempted to be closed (step 4) prior to pulling the plunger (step 3). When closing the foot with the plunger in place will make closing the foot difficult to impossible and will damage the plunger and prevent removal of the plunger. In this condition the foot will be opened inducing the entrapment. It is not clear if the reported difficulty of retraction of the plunger was related to the decision to conduct step 4 prior to step 3 as the plunger was able to be removed during device analysis. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: device code 2017- failure to follow steps / instructions.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using a prostyle device after an interventional procedure with a small-bore sheath. Reportedly, there was resistance when removing the plunger. Additionally, the footplate could not be retracted. Force was applied to retract the footplate. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.